Event description:
It was reported that during an open gastric antrectomy procedure, when setting up, there was difficulty attaching the adapter to the shell. Subsequently, the reload was not returning to the neutral position after being fired in an articulated position (stuttering and not returning to straight), and there was more force than normal required to fully seat the adapter. It was also noted that their load was difficult to unload. Another power handle, adapter and shell were used to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12 mm (lot # n4l1304y) sigadaptshort, sig power sigadaptshort lin short adapt (serial # (B)(6)) sigpshellm, sig power sigpshell control shell (lot # n4l1664y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.